Manufacturer narrative:
FDA medwatch program report #: mw5064639. Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation. (B)(4).

Event description:
It was reported that a jelco hypodermic needle-pro needle was used during a routine intramuscular vaccination when the needle separated from the syringe during withdrawal attempt. The staff was able to retrieve the needle from the patient's arm. The event was considered resolved. No patient injury was reported.